Event description:
In 2004, the pt had lead revision surgery. During surgery, the surgeon was unable to establish communication with the implant. Several attempts were made without success. The pt was reimplanted with another advanced bionics precision spinal cord stimulator.